Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient had ins implanted in the neck that didn't work. The device was removed 3 months after ins was implanted because ins was not working. No symptoms were reported and no further complications were reported/anticipated.